Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a lead conductor fracture near the suture sleeve. The fracture was confirmed through testing in which the lead exhibited high impedance. The patient underwent a surgical intervention to abandon the lead and implant a new one. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a lead conductor fracture near the suture sleeve. The fracture was confirmed through testing in which the lead exhibited high impedance. The patient underwent a surgical intervention to abandon the lead and implant a new one. No additional adverse patient effects were reported.